Event description:
Procedure: roux-en-y. According to the reporter: the surgeon fired two duet6035a loads to create the gastric pouch. The case proceeded without incident and the staple loads appeared to fire correctly. The patient experienced mild atrial fibrillation and had a white count of 7 post-op. Both conditions were transient. The patient recovered and was discharged from the hospital. The patient was presented to the emergency dept with fever, nausea, elevated white count. Due to the amount of visceral inflammation/expansion, the surgeon performed open laparotomy to ascertain the cause of the patient's symptoms. Upon opening patient's abdomen, the surgeon observed multiple non-focal dehiscences along both the gastric pouch and the remnant stomach. The surgeon reported that the duet trs staple lines looked intact but the tissue appeared to "pull or tear away" proximal to the staple lines on the gastric pouch, as well as the remnant stomach. He also noted that another company's buttress material was still fairly rigid and the edges of the film felt "sharp, almost razor-like". The surgeon stated that the gastrojejunostomy appeared to be intact. Unknown bleeding was reported. The surgeon closed the areas of dehiscence with suture oversew and placed drains in the patient's abdomen. He was unable to place a g-tube due to the inflamed and swollen nature of the small bowel/stomach.